Event description:
Zoll technical support received an e-mail from a (B)(6) distributor stating "monitor lost a response button."

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button missing) has been confirmed. Upon eval, both metallic response button domes were missing preventing the response buttons from functioning as designed. Upon further eval, a pin within the monitor battery connector (j1) was bent. The cause for the bent pin cannot be positively determined but was likely the result of excessive force while the pins were misaligned. The monitor was able to power on upon receipt; however, battery communication faults were generated. No adverse event resulted from the defective response buttons.